Manufacturer narrative:
Unit had cracked battery tube threads, partial broken reservoir tube lip, cracked case at display window corners. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the customer wanted to gather info and offer t/s for the issues reported. The customer¿s blood glucose level was unknown at the time of incident. Customer declined and stated the pump was functioning. The insulin pump will be returned for analysis.